Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers on the stations did not function properly. The field service engineer (fse) replaced both drawer slides with the latest approved parts. All applicable hardware diagnostic tests were completed successfully, and the customer was able to access the storage spaces without any further issues. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height drawer 5 was not functioning properly, exhibited weak strength and slow latch release; the customer attempted adjustments, but the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.